Event description:
The customer reported that the l-arm will not rotate when pressing the l-arm counter-clockwise switch. Complete loss of motorized functionality may result in inability to obtain images. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power motor relay pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.